Event description:
I have been using advanced medical optics complete moisture plus contact lens solution for about 3 months. About two weeks ago, I started having severe eye pain, redness and blurred vision. This was generically diagnosed as keratitis and has been treated with ophthalmic antibiotic solutions. The dr advised that my cornea was swollen and that it was probably a response to high spring pollen counts. I've never had a problem with allergies before this. Tonight I read about the increased incidence of acanthamoebic keratitis, which may be attributable to amo's product. I'm going for a definitive diagnosis by an ophthalmologist on tuesday. Used four months, 2 x daily. Recommended by optometrist.